Event description:
This is a report of a system error (se) 2240 alarm (air in set), which occurred on the homechoice (hc) during peritoneal dialysis. The patient initially contacted baxter's technical service center regarding a se 2367 alarm. The baxter technical service representative (tsr) reviewed the alarm log with the patient and found a se 2240 had occurred prior to the se 2367. The patient was connected at the time of the alarm. The patient stated that he had a clamp open on one of the cassette's unused supply lines and believed he had pressed go to start therapy before connecting. Proper procedures per the user manual were reviewed with the patient. The tsr advised the patient that he would need to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. The cause of the alarm was use error. Per baxter labeling, users are instructed to connect themselves before pressing "go" to initiate peritoneal dialysis therapy and are also instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.